Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Additional information was not provided, and the customer declined to troubleshoot with tandem technical support.